Event description:
It was reported that the ventricle connection on the external pulse generator was broken. The generator was returned for repair. There was no indication given of any patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricle connector is broken. Upper case is dented affecting the keyboard. Ring cover and the ring are missing. Battery contacts are compressed. Keyboard is scratched.